Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was undergoing an atrio ventricular (av) nodal ablation procedure. During the ablation, inhibition of pacing was noted and the device did not pace at 30 paces per minute (ppm) as expected. The pacing rate was increased to 60 ppm and inhibition of pacing was again observed. Ventricular fibrillation (vf) and right ventricular sensed (rvs) events were noted during the ablation and tried to run paper; however, the physician had already stopped ablating. Boston scientific technical services (ts) explained reasons why this may have occurred as well as programming options. No adverse patient effects were reported.

Event description:
Additional information was provided that pacing was inhibited during the procedure for this pacemaker dependent patient, but the patient suffered no adverse affects as the ablation was done in short bursts. To resolve the problem the device was reprogrammed to electrocautery protection mode to deliver asynchronous pacing at the programmed rate.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.